Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was at 325 mg/dl before the low. The customer used the pump and manual injections to treat the high, leading to the low. The customer used food and glucose tablets to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported sensor calibration errors and change sensor alarms. The auto mode on the insulin pump most likely not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed for the low as the customer declined. The insulin pump sensor will be returned for analysis.